Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown; seroma-late.

Event description:
A patient reported experiencing the events of ¿liquid accumulation on the right side of implant for 3 months.¿ patient additionally reported that their breast ¿become swollen, red, hot, inflamed, patient feel a lot of pain and discomfort." Examination of the previously reported ¿punctured fluid," and capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient representative reported baker grade iii/IV for the previously reported event of capsular contracture.

Event description:
Patient representative reported baker grade iii for the previously reported event of capsular contracture. The patient was treated with an unspecified pharmacological treatment. The device has been explanted and replaced.